Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device received but awaiting evaluation results.

Event description:
It was reported that during a surgical procedure, the tip broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the tip broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The product was evaluated was product engineering who concluded that based on the information and images provided, the likely root case for the complaint is contact with another metal object with ultrasonic power applied. A warning to the user is provided in the instruction for use(IFU) regarding this type of event: ¿cautions: do not strike the ultrasonic tip against a metal or surgical object during vibration.¿